Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of an unspecified bd syringe experienced air bubbles/foaming during blood draw which were noted during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. Syringe complaint opened when sales rep confirmed the syringes used were bd. Noticing air bubbles in wingset tubing while drawing blood with a syringe through our pah push button 23 g 12 inch product - cat # 368656. The department is labor and delivery and specifically drawing blood from new born babies.

Manufacturer narrative:
No samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that an unspecified number of an unspecified bd syringe experienced air bubbles/foaming during blood draw which were noted during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown syringe complaint opened when sales rep confirmed the syringes used were bd. Noticing air bubbles in wingset tubing while drawing blood with a syringe through our pah push button 23 g 12. Inch product - cat # (B)(4). The department is labor and delivery and specifically drawing blood from new born babies.